Event description:
Customer reported problems with image quality, booting up, and the keyboard. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.